Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - right; reason(s) for revision: component loosening. Querying: component loosening, stem codes, reason for revision and hospital.

Event description:
Asr revision, asr xl - right, reason(s) for revision: component loosening (cup). Querying: component loosening, stem codes, reason for revision and hospital. Update received (B)(6) 2014. Component loosened confirmed to be cup. Update received (B)(6) 2014 stem details added. File handler is still awaiting response regarding the queried surgeon and hospital. Product code provided for stem is incorrect, the product code brought up in the system is to be used instead. Update received (B)(6) 2014. Hospital and future revision date added. Manufacturing dates added. Revision to take place on (B)(6) 2014. Update received: (B)(6) 2014 - added hospital: (B)(6) hospital, amended revision date: (B)(6) 2014 and attached query response document.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.